Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during a patient infusion at the hospital. The reporter stated that at the end of the expected therapy time of 46 hours, a residual amount of solution remained in the device. The device had been filled with 5-fluorouracil and saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d11: concomitant products: 5-fluorouracil and saline (both reported to be non-baxter products - omitted on initial). Additional information was added to h3, h4 and h6. H4: the device was manufactured from february 6, 2020 - february 7, 2020. H10: the device evaluation was completed. The sample was returned containing 185 mls of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.